Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homechoice device during drain five of seven of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The technical services representative explained the alarm and assisted the patient in ending therapy. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.